Manufacturer narrative:
If new information is received, the event will be reopened and further updated.

Event description:
Boston scientific crm received information that this entire implanted system was removed due to infection; implant duration approximately 7 months. No adverse patient effects reported and none of the removed product, will be returned for post market evaluation.